Event description:
The device would not push the metal spring of a fallopian tube clip into place. The clip was discarded and another was placed with no apparent problem. The applicator was inspected at this distributor's plant and was found to have a bent shaft and a bent upper closure rod. No specific cause of the problem has been determined.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.